Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported complaint. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. G9: exemption number e2019001 permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The rx traveler is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.na

Event description:
It was reported that the procedure was performed to treat a de novo lesion in the proximal right coronary artery with 90% stenosis. Following pre-dilatation with a 3.0 x 15 mm traveler rx balloon dilatation catheter (bdc), a 3.50 x 20 mm traveler rx was advanced to the lesion with no resistance for further dilation. The balloon of the 3.50 x 20 mm bdc ruptured on inflation at 12 atmospheres. The bdc was simply removed with no resistance and a 3.50 x 18 mm xience sierra stent was implanted to complete the procedure. There were no adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.